Event description:
The customer reported that 2.5 hrs into the hernia & bowel obstruction case, the coag button became stuck in the depressed position. This was noticed when the instrument arced to the drapes at the location where the device was placed and the audible tone was activated. The device was removed from use. No patient injury occurred.

Manufacturer narrative:
(B)(4). To date, the incident sample has been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Date of initial report: 07/15/2014. Date of follow-up report: 02/20/2015. Evaluation of the incident device found it to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event.